Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with customer that the issue had already been reported internally and was resolved by the team. No further troubleshooting was required from support, and the case was closed as per customer confirmation. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all medications were grayed out on the station. Connections between the refrigerator and the medstation were verified and found to be properly configured. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.